Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2010-00057, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonic polyp clipping, performed on (B) (6) 2009. According to the complainant, during the procedure, when they went to open the resolution clip within the pt, the clip was observed to open approx 3/4 of the normal span. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer was performing the breast biopsy procedure and was unable to complete successfully. The patient was not tolerating the hesitation occurring with the probe's inability to activate the cutter in 'sample' mode. The samples were reported as being 'choppy.' The doctor was unable to complete procedure due to clinical and mechanical issues. The doctor has requested to have the targeting kit and probe replaced. The doctor removed the probe and has also reported that the pillar post targeting kit was unstable and not locking down. The patient was unable to tolerate the procedure due to the longer than expected biopsy of over 60 minutes. There was no reason to reschedule or due an open biopsy due to the pre clinical condition of the patient. Bleeding of the tissue was present but no blood products were given.